Manufacturer narrative:
The malfunctioning device will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are pending and will be communicated to FDA within 30 days of its conclusion via follow up MDR.

Event description:
Stylet broke upon removal.

Manufacturer narrative:
The complaint was forwarded to the manufacturing site, (B)(4), for evaluation. The following is a summary of their investigation: we received one y-piece and one stylet (approx. 47,3 cm long). The stylet was separated from the y-piece and one end of it was wavy. The bonding inside the y-piece was good and an imprint of the stylet inside the glue was visible. This confirms that the junction of stylet and y-piece have had a good connection. The batch record was reviewed and there were no deviations. Each catheter is flow and leak tested, a 100% visual test is carried out, and the tensile force of y-piece and stylet is randomly checked. For the batches involved in this complaint, the tensile force was between 3,82 n and 8,27 n which is within the specification. This is the 5th complaint received for batch 8023295 and there is one other complaint available for code 4g07125203 regarding stylet-removal issues at the y-piece. However, manufacturing fault could not be confirmed. We believe this could be released to device use. It is important to note the following: · "if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly." Corrective action: based on the investigation, no further corrective action will be initiated at this time as manufacturing fault could not be determined; however, both vygon USA and germany will continue to monitor this issue. Additionally, vygon has noted that these types of complaints appear to be isolated to canada and vygon is attempting to work with the hospital to have clinical meet with, sit in and shadow.

Event description:
Stylet broke upon removal.